Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unk bearing-unknown, unknown-unk stem-unknown, unknown-unk cup-unknown, unknown-unk head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00093. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary right tha. Subsequently, the patient suffers from an intraprosthetic dislocation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information on the reported event.